Event description:
I am now sending the product. Actually I am not - too expensive and I no longer trust you. In (B)(6) you were sent all packaging, bar codes etc. Both receipt and debit slip were sent at that time. I have heard nothing since I sent for the guarantee satisfaction in (B)(6). I have since purchased a second one, thinking you stand by your word--now I am thinking you do not. The new one has again had a separation of the thinner material from the base. Sadly I lost all receipts on the second one because it lasted a few weeks. This I don't mind--if I need to replace every month or two, that does not seem unreasonable. The first one did not last even a week! You never responded to my first mailing.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.